Manufacturer narrative:
No failure found. The central monitor operated according to specifications when tested by a spacelabs field service engineer. This report is complete, and this issue is considered closed. H3 other text: placeholder.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a notification on may 18th, 2021 that the central station monitor failed to alarm for pause . No patient injury reported.